Event description:
Using a femoral stick with an 11fr. Pinnacle sheath, predilated the lesion with a 12x4 optipro balloon catheter. They mounted a 36mm mega stent on a 15x4 optipro balloon catheter stent on a 15x4 optipro balloon catheter, deployed the stent and it was uneventful. They checked deployment with ivus and deployed the stent, and as physician was removing the catheter, it caught on "something" i.e. Plaque or end of sheath and the tip broke off. In less then one minute, the tip went upstream and embolized in a benign location of the internal iliac on the right side. The physician was unsuccessful in retreiving the catheter tip using a "gooseneck" snare. Very minimal force was used during the procedure with the delivery catheter and stent.